Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the arm on (B)(6) 2018. The patient stated they were at work and was not feeling well. When the came home, they started throwing up. The patient indicated the cgm was alerting her of a low and displaying 11.0mmol/l. Her bg was tested with a bg meter and was displaying high at 33.0mmol/l. The patient's grandfather called for an ambulance because the patient was constantly throwing up and when the paramedics arrived, they tested the patient's bg and it was still reading high while the dexcom was showing she was low. The paramedics determined that the patient was in a diabetic ketoacidosis and was transported to the hospital where she stayed for two days. At the time of contact, the patient was doing okay. No additional event or patient information is available. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.